Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and exhibited noise with a high number of short v-v counts and non-sustained ventricular tachycardia episodes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.